Event description:
Pt had an initial knee surgery with a calaxo implantation in 2007, and had 3 complimentary surgeries with 1 week of hospitalization after each surgery. The size of the scar of the pt doubled in comparison with the first surgery. There is no add'l info available at this time.

Manufacturer narrative:
Product recall initiated in 2007.